Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 a patient underwent urgent endovascular treatment of a symptomatic chronic dissection in zone 3, which extended to zone 8. The tevar indication was for an aneurysm. The primary entry tear was located in zone 3 and was covered. A conformable gore® tag® thoracic endoprosthesis (tgu343420) was implanted within zones 3. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 32mm, in zone 4. The maximum aortic diameter within the treated area at discharge was not provided. A staged surgical bypass of the celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) was performed with a hemashield graft in zone 9. Post branch treatment reported patency of the branch vessels. There were no complications reported and the patient was transferred to the intensive care unit and discharged to home on unknown postoperative day(s) 4. The patient underwent follow up visits on unknown pod(s): 68, 418 and 782. On an unknown date, approximately pod 68, follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 45mm. Aprus helifx anchors were placed along with two additional conformable gore® tag® thoracic endoprostheses within zones 5 and 7 to improve fixation. Follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 50mm. The patient tolerated the procedure. On an unknown date, approximately pod 782, follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 48mm.